Event description:
It was reported that the patient had been admitted into the emergency room with hypoglycemia on (B)(6) 2023. The patient's blood glucose levels reached 24 mg/dl while wearing the pod between longer than 48 hours. The patient was treated with IV fluids and was given food. The patient was released the following day. The pod was removed in the ambulance on the way to the emergency room. The pod has been discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.